Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) had a loose connection. The following information was provided by the initial reporter: we have received another complaint on the mz304 maxzero, [...] The clear end that is threaded is not lining up properly.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) had a loose connection. The following information was provided by the initial reporter: we have received another complaint on the mz304 maxzero, the clear end that is threaded is not lining up properly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-dec-2022. Investigation summary one sample material number mz5304 was submitted for quality evaluation. The customer complaint of connection issues could not be verified by investigation. The connections of the assembly connected and functioned as intended when primed with water, without any signs of leakage, air-in-line or occlusion. A device history record review for model mz5304 lot number 22079100 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the findings of the investigation, a root cause for the connection issue reported was not determined due to the failure not being replicated.